Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02331. It was reported that the patient experienced ineffective stimulation following multiple falls. Imaging revealed both leads had migrated down to the ipg pocket site. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced with a paddle lead. Post-operatively, stimulation therapy was restored.